Event description:
It was reported that the customer's pump screen remained black, indicating a display issue with the device. There was no adverse impact to the customer's blood glucose level. No additional information about corrective actions taken by the customer or technical support was received, and the pump was not returned for further evaluation.